Manufacturer narrative:
A device return has been requested. A follow-up report will be submitted following the investigation conclusion.

Manufacturer narrative:
The system was installed in 2010 and the service work order (B)(4) coded by the field service engineer, as monitor support suffered wear and tear. The fse replaced the support and reported the hd7 system was fully functional and had met all designed specifications. Followup communication saved to the complaint file indicated the employees experienced a compressing of their fingers no cut, no treatment no serious injury occurred with these employees.

Event description:
Customer stated their hd7 system monitor support was defective and insufficient to stably support the system monitor. While physically supporting the system monitor, two sonographers suffered minor pinch to their fingers. No medical intervention was required. Followup communication saved to the complaint file indicated compressing their fingers no cut, no treatment no serious injury occurred with these employees.

Event description:
Customer stated their hd7 system monitor support was defective and insufficient to stably support the system monitor. While physically supporting the system monitor, two sonographers suffered minor cuts to their fingers. No medical intervention was required.